Event description:
About 2 weeks post vt ablation, subject received inappropriate shocks on (B)(6) 2012 and (B)(6) 2012, at which time he was admitted to hospital. Shocks deemed inappropriate secondary to oversensing of r-waves.